Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a procedure to treat a mildly calcified and 100% stenosed de novo lesion in the left anterior descending artery. A xience xpedition 2.5x48mm stent was implanted. However, fluoroscopy showed an edge dissection at the distal end of the stent. Another xience xpedition was used to cover the dissection. There was no clinically significant delay in the procedure. No additional information was provided.